Event description:
It was reported to medtronic minimed that the customer experienced inpen dosing does not reflect accurately on his inpen application, and the application was always recording a half unit less. The customer reported no adverse event. The event involved product mmt-105nnblna. Troubleshooting was performed. No harm requiring medical intervention was reported. No product return was required for mmt-105nnblna.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 14.5u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen failed displacement dose accuracy. Inpen failed dialing alignment using dose knob zero alignment gage. The zero tick mark dose not align in the gage window when dialed to 16u. Performed battery investigation and measured 3.058v. Inpen passed front cap investigation. In conclusion: inpen did not transmit accurate doses during testing. Therefore, dose log inaccuracy was confirmed. Customer concern was isolated to the mechanical assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 14.5u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen failed displacement dose accuracy. Inpen failed dialing alignment using dose knob zero alignment gage. The zero tick mark dose not align in the gage window when dialed to 16u. Inpen passed front cap investigation. In conclusion: inpen did not transmit accurate doses during testing. Therefore, dose log inaccuracy was confirmed. Pending electrical investigation per sd investigation customer concern was isolated to the mechanical assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.